Event description:
When tech performed a system reset, the image intensifier (on c-arm) moved at a fast speed until it contacted the mechanical hard stop. This movement is not expected at system reset. There was no injury.